Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts was implanted in unknown eye. Pod20, "implant was not draining properly." Surgery was performed to implant a second xen®45 gts and immediately after "eye became hypotonic, iop of 0 mmhg, with choroidal detachment." Device remains implanted. This record captures the first device.